Event description:
It was reported that the patient underwent a cervical fusion at c4/c7 using rhbmp-2/acs. Reportedly, the patient was diagnosed with ectopic bone growth, inflammatory reactions, osteolysis, and cage migration.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient underwent anterior cervical discectomy and fusion c4-7 and hardware removal. Rhbmp-2/acs and plate and screws were implanted into patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.